Event description:
A (B)(6) male pt contacted zoll customer support to the report that when he changed his battery pack the monitor screen was alternating between a blue and white screen after which, it would power down. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (red screen / will not power on / code 107) has been confirmed. As received, the monitor would not power on. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the constant resets is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective memory. The pt received a replacement monitor.